Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6. As reported, the powerflex extreme 8x4 tracked over the unknown wire to desired lesion. However, the balloon would not inflate to nominal and contrast leakage was noticed in the vessel from the balloon. The leak was noticed at one atm. This was noticed during positive pressure. The device was removed and discarded. The case was completed with the use of an additional powerflex extreme balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was opened and prepped per the instructions for use (IFU). The device was noted to have maintained negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing through the vessel or through the lesion. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend and was never kinked during use. The inflation device was filled with a 50:50 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. Additional information was requested; however, some of the information was not obtained. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82231699 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during positive pressure ¿ was not confirmed as the device was not returned for analysis, the exact cause could not be determined. Vessel characteristics and procedural factors likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. To reduce the potential for vessel damage, the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the powerflex extreme 8x4 tracked over the unknown wire to desired lesion. However, the balloon would not inflate to nominal and contrast leakage was noticed in the vessel from the balloon. The leak was noticed at 1 atm. This was noticed during positive pressure. The device was removed and discarded. The case was completed with the use of an additional powerflex extreme balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was opened and prepped per the instructions for use (IFU). The device was noted to have maintained negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing through the vessel. There was no difficulty advancing through the lesion. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend and was never kinked during use. The inflation device was filled with a 50:50 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. The device was discarded. Additional information was requested; however, some of the information was not obtained.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the powerflex extreme 8x4 tracked over the unknown wire to desired lesion. However, the balloon would not inflate to nominal and contrast leakage was noticed in the vessel from the balloon. The leak was noticed at 1 atm. This was noticed during positive pressure. The device was removed and discarded. The case was completed with the use of an additional powerflex extreme balloon. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was opened and prepped per the instructions for use (IFU). The device was noted to have maintained negative pressure. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting through the guide catheter. There was no difficulty advancing through the vessel. There was no difficulty advancing through the lesion. The device was not being used to treat a chronic total occlusion (cto). The catheter was never in an acute bend and was never kinked during use. The inflation device was filled with a 50:50 contrast/saline ratio. The inflation device was used successfully with other devices during the procedure. The device was discarded. Additional information was requested; however, some of the information was not obtained.